Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) and reported an observation of a discordant elevated advia centaur cp progesterone (prge) result on a patient sample versus repeat testing. Siemens is evaluating this issue.

Event description:
The customer reports an observation of a discordant elevated advia centaur cp progesterone (prge) result on a patient sample versus repeat testing. The discordant elevated result was not reported to the physician(s). The same sample was retested on the original advia centaur cp instrument and recovered lower results. The lower repeat results were considered correct, as the results correlated better with this patient's ultrasound findings. A result of 0.72 ng/ml was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant elevated prge result.

Manufacturer narrative:
MDR 1219913-2024-00299 was initially filed on 01-may-2024. Siemens has concluded the problem investigation. A united states (us) customer reported observation of an elevated advia centaur progesterone (prge) result which was discordant relative to repeat testing. Prge quality control (qc) results were within expected ranges. Service inspection revealed an issue with a fluid leak affecting cuvettes at the wash station. Multiple fluidics components (pumps, tubing, manifold) were replaced as part of a routine service response, and the leak was resolved. Following the service intervention, prge performance has been acceptable, and no further issues were reported. The instrument is performing according to specifications. The customer is operational, and the reported issue was resolved by service part replacement. In section h6, the codes for investigation findings, and investigation conclusions were updated.